Event description:
Arjohuntleigh has become aware about the incident involving the maxi twin hoist and the clip sling. It was indicated that during the transfer from the bed to the chair the clip of the sling detached from the hanger bar which "caused the resident to slide sideways through the sling and onto the floor." First notification (letter) received from the facility and related to the event provided us with information that the resident sustained injuries as a consequence of the event, but during on-site review with the customer by an arjohuntleigh representative it was clarified that: "the person did not sustain any injuries after falling from the sling and no further medical treatment was deemed necessary as per the locum and emergency department." Therefore, the resident involved in the incident received no injuries as a consequence of the event. Ref MFR report 3007420694-2014-00056.